Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. Evaluation induced several alarms on the pump and the unit had no audio. The cause was found to be a failed speaker. The speaker impedance was measured and was out of specification. The rear case which contains the speaker was replaced.

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient involvement.